Manufacturer narrative:
Disposition not presently known.

Event description:
It was reported that a memo3d size 26 was implanted and explanted intraoperatively. No other information was provided.

Manufacturer narrative:
Based on the additional information received, the repair with the annuloplasty ring was converted to a total mitral valve replacement. The information describes a typical operational course, in which a mitral valve repair is attempted, but the patient's specific anatomy precludes adequate repair with an annuloplasty and total valve replacement is required. As reported by the site, the event is related to the patient's specific clinical condition, and is not related to the involved device. The event is therefore deemed not device-related, and no investigation is necessary. Updated fields: not available for return.

Event description:
It was reported that a memo3d size 26 was implanted and explanted intraoperatively in a patient with rheumatic valve disease. The site indicated that after implanting the memo3d there was still moderate mitral regurgitation on echo. The annuloplasty ring was therefore explanted and replaced with a st. Jude epic valve. There was some procedural delay incurred by returning to bypass; however the specific delay time was not reported. The patent was released to ICU per normal procedure. It was reported that there was no fault with the device, and that the event was partly attributable to the patient's rheumatic valve.